Event description:
Complainant alleged that while treating a patient during a code, the device would not discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.